Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Bd cannot make any claims about the use of expired tubes. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd vacutainer¿ blood collection tube, the device experienced tube was used after the expiration date. The following information was provided by the initial reporter. The customer stated: I have a question regarding the tubes from the order attached. We use the tubes for a research study in which we store the blood collected. Our doctor gave permission to use the tubes after the expiration date since the blood draws are for research. I have been asked to reach out to the manufacturer of the tubes to see if using expired tubes is acceptable (that it does not affect the sample results/validity/sterility/etc.) For the research. If there is a way to provide this information, it would be very helpful.